Event description:
Hospital informed conmed linvatec (B) (4) about broken 1.5 mm drill. Breakage was noted when hospital was preparing instrumentation for the operation. Breakage is suspected to happen in the ocd operation two weeks earlier. No surgical delays or unretrieved parts were reported.

Manufacturer narrative:
We were reported that hospital did not believe there were any unretrieved parts. We received broken drill back 09/04/2008. Returned drill was investigated visually: 33 mm piece was missing from the tip of the drill. There are no signs of excessive wear on the drill. This is the very first complaint of any kind referring to drill db1500. In the IFU, in the section "precaution and warnings" is stated: "as with any surgical instrument, care should be taken to ensure that excessive force is not placed on these devices. Excessive forces applied to an instrument can result in the instrument's failure." Hospital couldn't provide us further info about the incident as they notified us about the breakage two weeks after it happened. Based on the info we have received, this can be considered as an isolated case. Based on the original data, this incident didn't fulfill the reporting criteria. When we received the drill and noted that missing 33 mm piece wasn't returned to us, and as we haven't received confirmation that all pieces were retrieved, we decided to report this case.